Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for blank display was performed. Customer advised they changed the battery, however the insulin pump remained blank. Customer advised the insulin pump was also cracked and damaged. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify communicate to blood glucose meter due to blank display. Device had cracked battery tube threads.